Event description:
An update was received that the patient was seen and high impedance was observed again. Error messages of: "current not delivered" and "lead impedance high" were seen. Additional information was received that the patient was seen by their surgeon and surgery has been planned to check for pin insertion issues or possible lead revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The explanted lead was received and device analysis of the lead was completed.

Manufacturer narrative:
D9. Device available for evaluation? - corrected information; follow-up report #2 inadvertently omitted information known prior to submission.

Event description:
Implant card was received reporting that the patient had a lead revision. After the lead revision the impedance was observed ok. The suspect product has not been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that high impedance was observed for the patient. When the patient was last seen, impedance was normal. The patient denies any falls or trauma to the site. The physician referred the patient for x-rays to asses for lead fractures and if any anomalies are observed, the patient will be referred for surgery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.